Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the cause of the reported blood leak during implant could not be conclusively determined during the evaluation of (B)(6). The pump was returned assembled with the pump cable intact. The sealed outflow graft was detached from the pump cover and the apical cuff was fully secured within the cuff lock. The pump had been exposed to a fixative. Examination of the pump blood-contacting surfaces found depositions of fixed blood. Visual inspection of the apical cuff, sealing ring, and cuff lock found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the sealing ring and metal ring of the apical cuff, which form the seal between the pump and the apical cuff when the lock is engaged, confirmed that both components were within manufacturing specifications. The cuff lock appeared to engage normally with the returned apical cuff and a test cuff. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system, (lvas) instructions for use (IFU) rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b- the date of death is estimated. Date of death confirmation requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant, bleeding was noted between the inflow cannula and the titanium of the standard apical cuff. No issues were reported during procedure. The pump locked into place without yellow wings showing. Possibility of applying umbilical tape around the junction of the inflow and cuff as well as suturing were considered as potential options. The surgeon reported that patient was very ill and this was not the only issue going on with the patient; the patient was unstable and on the operating room (or) table at time of discussion. The surgeon did not disclose their finalized plan of action at that time. It was later communicated that there was weeping and bleeding at the pump housing. The patient hemorrhaged from this area and passed away.